Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display on the insulin pump. Customer replaced the batteries multiple times and received a battery out limit. It was reported that the display did not return even after the insertion of new batteries. Customer also mentioned a failed battery test alarm. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.